Manufacturer narrative:
The sample is not available for evaluation. Attempts are being made to retrieve additional information regarding the incident. Upon completion of the investigation, a supplemental report will be completed.

Event description:
The catheter broke while indwelling. The facility believed the incident was user related, so the sample was discarded.